Event description:
It was reported that the patients ipg was not taking a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to hospital policy.

Manufacturer narrative:
Exact date unknown, event occurred (B)(6) 2021.